Event description:
The customer reported to olympus, during a diagnostic procedure, there was random image loss on the cv-190, evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device evaluation confirmed the user¿s report. The evaluation found a worn out, sticky video connector latch had caused intermittent loss of image when the pigtails were manipulated. Additionally, the evaluation found a sticky universal serial bus (usb) board connector, corrosion on the bottom chassis and programmable input processor (pip) connector, illegible text on the front panel, metal exposed on the top cover and a damaged light source connector on a printed circuit board. The damaged light source connector prevented the white balance from working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s (lm) investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely that the issue of image loss was caused by a worn and loose latch on the scope video connector. The wear was associated with the age of the device and frequency of use. The following is stated in the instructions for use which can prevent the event: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur." E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.